Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluated the unit and was unable to reproduce the reported issue. The fse found no trouble and the pump been on test for 1 hour until warm condition. The fse replaced motor controller board as a precaution. The iabp was released for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) experienced heavy vibrations from the compressor. There was no patient harm and no adverse event was reported.